Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 48 mg/dl. The customer stated that auto mode was not active. The customer was treated with rule of 15 for low blood glucose level. Customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm however insulin delivery was not suspend due to sensor values. The insulin pump will not be returned for analysis.